Event description:
Patient reported right side gel implant "capsular contracture grade IV" and pain. Healthcare professional later reported right side rupture. Device has been explanted.

Manufacturer narrative:
Email: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: observed two openings striated on anterior side assessed as surgical damage. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: white particles on the surface of the shell. No further actions are required as the device was implanted." Additional, changed, and/or corrected data: d.9, h.3, h.6.

Event description:
Patient reported right side gel implant "capsular contracture grade IV" and pain. Healthcare professional later reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed two openings striated assessed as surgical damage. ¿ extrusion: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ rupture: unable to observe since it is not related to the device. ¿ infection (early onset): unable to observe since it is not related to the device. ¿ cyst - ndr: unable to observe since it is not related to the device. ¿ depression - ndr: unable to observe since it is not related to the device. ¿ other medical: unable to observe since it is not related to the device. ¿ anxiety/product/procedure: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. The reported events of extrusion and infection (early onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: extrusion and infection (early onset).

Event description:
Patient later reported ¿went septic after surgery¿, ¿infection was after surgery. ¿healthcare professional later reported ¿that the implant was sticking out through the patients skin.¿ device has been explanted.